Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter state- (B)(6). A review of the device history record. Device history lot . Part number: 393.10. Lot number: unknown. T-handle (lot #9512091) was replaced during service evaluation and is not correspondent to the device received. Lot 9512091 belongs to the spare part 60105420, which is the t-handle for 393.100: part: 60105420. Lot: 9512091. Manufacturing site: haegendorf. Release to warehouse date: (B)(6) 2015. A manufacturing record evaluation was performed for the device lot number, and no non-conformances were identified. Service & repair evaluation: the customer reported the universal chuck with t-handle was not releasing. The repair technician reported the t-handle was bent. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t-handle (lot # 951209), spring, roll pin. The item was repaired per the inspection sheet, passed synthes final inspection on 31-oct-2019 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported was an unknown date that the universal chuck with t-handle is not releasing, femur distractor holding sleeve wing nut from long sleeve broken off, screw stuck in sleeve, and small fragment screwdriver- screw head stripped. There is no patient consequence. This is report 1 for 3 (B)(4).